Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Patient¿s wife reported that patient visited neurologist on (B)(6) 2019 and the stoma site was in perfect condition, but on (B)(6) 2019 patient started with redness of the stoma, suppuration of malodorous liquid from stoma and scabs at stoma site. The patient was treated with amoxicillin/clavulanic acid, 875 mg every 8 hours for 10 days starting (B)(6) 2019. At time of this report. The duodopa nurse specialist evaluated the stoma and it has good evolution after antibiotic use. The patient still has the stoma site fistula, without purulent exudate, swelling or redness.